Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11a14071 with no defects noted. A batch review was performed for potentially associated lot number h11b25034 and an exception was noted for arc in fluid path associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions were implemented and were effective. Quality inspections were acceptable with all product release requirements acceptable. The cause of the peritonitis was determined to be use error - poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination/did not wear a mask and peritonitis in a patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date in 2011, the patient made a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination/did not wear a mask was not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination/did not wear a mask.

Manufacturer narrative:
(B)(4).